Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The patient reported that the pump had been rebooting several times today and stated when they changed the battery this morning, the battery cap kept spinning, but was able to get it to secure. The patient stated that the o-ring was just slightly visible. The patient denied trauma to the pump. The patient stated that they have been getting verification screen repeatedly today, disconnected and primed successfully. The patient stated that the battery cap seemed to be secure. The patient stated there are no cracks noted near battery compartment and no moisture noted in battery compartment. The patient stated that the last battery cap was changed about one year ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: a review of the pump black box history showed evidence of multiple power events. The pump battery compartment and cap were confirmed to be intact with no damage and the battery cap was able to attach securely to the pump without issues. The pump was exercised for 24 hours without power interruptions occurring. The pump battery cap was tested and confirmed that the contacts were within specifications. The pump was opened and no damage of defects were found to the pump power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.